Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The panel was replaced to resolve the issue. No information provided to date after attempts to obtain information 07/20/22 and 07/22/22. Unique identifier: (B)(4). Legal manufacturer: (B)(4).

Event description:
The hospital reported the front panel of the unit detached during patient use. There was no patient fall or injury.